Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began having large amounts of black dust in the vent filters, indicating an onset of bearing wear and potential pump end of life. The patient then began having frequent red heart alarms. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.